Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer changed the pump supplies to address the elevated blood glucose level and the occlusion alarms., and successfully resumed insulin therapy.